Manufacturer narrative:
H3: analysis of the wr (s/n: npp027258n) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. Caller states they were made aware that the patient (pt) recharger will not connect to ins. The caller states, 'every time they (pt) tried' to charge/connect to ins, the wr shows 'hard green' light and 'will not blink at all'. Agent and caller discussed; caller will have pt call pats directly with their external components ready for troubleshooting. On (B)(6) 2024 the patient reported the wireless recharger only showed one green battery indicator lights and it just kept blinking but did not advance and the recharger does not power on. During call, patient reset recharger. The issue was not resolved. Pss emailed repair to replace the recharger and dock.